Event description:
The patient reported experiencing elevated blood glucose over 600 mg/dl. The patient's normal blood glucose is below 120 mg/dl. The patient felt nauseated, tired and very thirsty with her elevated blood glucose. The patient went to change her site and noticed that the cannula was bent. Even though the cannula was bent, the patient was able to perform a bolus and insulin flowed through the cannula. The patient then stated that she has a lot of scar tissue and uses her stomach as her primary site. She stated that insulin would pool in her body and then it would seep out. She was educated on using different areas of her body for her sites. The patient administered two ten units of insulin by injection and changed her sites each time to help bring her blood glucose down. The morning of her calling in for troubleshooting, the patient's blood glucose was 91mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.